Manufacturer narrative:
Multiple attempts made by tandem technical support to followup with the customer. No further information provided. The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was having an issue with the fill tubing. There was no reported impact to the customer's blood glucose level.